Manufacturer narrative:
Catheter: model #: 8731, lot#: b002903n26, implanted: (B)(6) 2003, explanted: unknown. Final analysis of the pump revealed significant residue on upper shaft of gear 3. The logs also revealed a pump memory error; pump was left running for > 6 months. Final analysis revealed pump/motor/corrosion/gear train anomaly. The pump contained saline.

Event description:
No event was reported. The pump was returned to the manufacturer for analysis with no information.